Manufacturer narrative:
Updated: b4, d9, e1 (initial reporter) g3, g6, g7, h2, h6 (type of investigation, investigation finding and investigation conclusions) and h11. Corrected: b5 a getinge field service engineer (fse) unable to reproduce the issue customer experienced. Trainer and mini sim both performed without issue. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications. Returned unit to customer for use. Cs100 was upgraded to cs300.

Event description:
It was reported by customer that cs300 intra-aortic balloon pump (iabp) the balloon was not detected while everything is connected. Iabp fill not working. No patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that cs100 intra-aortic balloon pump (iabp) the balloon was not detected while everything is connected. Iabp fill not working. No patient harm or injury reported.